Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), a fault code # 118 "sol wdt fail" was discovered in the cardiosave intra-aortic balloon pump (iabp. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, could not duplicate the issue. Subsequently, the stm identified code 118 sol wdt fail in the logs for (B)(6) 2020 totaling a 43 occurrences. Issue never surfaced past that date. The stm confirmed that the drive manifold was functional, and no other issues identified in the logs. The stm replaced suspect solenoid driver board as a precautionary measure. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. The full name is: (B)(6). The initial reporter named is a getinge employee whose contact details are: telephone number: (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), a fault code # 118 "sol wdt fail" was discovered in the cardiosave intra-aortic balloon pump (iabp. There was no patient involvement, and there was no adverse event reported.